Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user experienced hardware issues with the analyzer and received one patient serum sample with discrepant bicarbonate and calcium results. The initial bicarbonate result was 40 mmol/l, repeat result was 23 mmol/l and the initial calcium result was 10.3 mg/dl, repeat result was 8.7 mg/dl. The user stated the sample was repeated because the doctor had questioned the results and asked for the sample to be rerun. The patient was not adversely affected due to the initial results. The bicarbonate reagent lot number was 61565001 and the calcium reagent lot number was 61867901. The field service representative determined there was a worn rotor belt. He replaced it and verified the analyzer operation.